Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 5.3 cm diameter abdominal aortic aneurysm. The proximal neck was 21-22 mm in diameter and 10 mm in length. The right common iliac artery was 19 mm in diameter and the right external iliac was 5.9 mm in diameter. The proximal neck angulation was 10 degree. It was reported that during the index procedure, another manufacturer¿s sheath was used as a dummy sheath because of severe calcification. Although, there was strong resistance, it was able to be delivered to nearby renal artery. The sheath was removed and an endurant 32x14x102 was inserted into the patient, but torque was encountered due to the calcified right common iliac artery and it was not able to delivered. The delivery system was removed from the patient. A pta was performed of the stenosed right external iliac artery and right common iliac artery with another manufacturer¿s guidewire and the delivery system was attempted to be moved upward, which resulted in failure. It was again removed. The physician pushed the delivery system hard against the stenosed vessel, the outer sheath moved upward, pushing up the end of tapered tip; as a result, it was confirmed that the end of tapered tip was frayed. Therefore, the 32x14x102 was replaced with an endurant 28x14x102, which was a reduction in one size. It also had a difficulty in delivery, but it managed to be delivered and deployed, and a limb was added. When touch-up was carried out and it was confirmed by final angiography that a possible proximal type I endoleak was confirmed. The patient was on dialysis so an aortic cuff was additionally implanted from just below the superior mesenteric artery (sma). Another touch-up was carried out and it was checked by final angiography. Since the endoleak still remained, inside of the graft was also checked by angiography and the similar leak was confirmed. It seemed to be possible type ia endoleak, but it would be mainly type IV endoleak and the procedure was completed. The physician stated that it was quite difficult case for evar. It was unfortunate that it was unable to use the endurant 32x14x102. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
(B)(4).